Event description:
Reported indicated that after approximately a year and a half, the vns therapy was very effective for the patient and that patient was basically seizure-free for approximately two and a half years. The patient recently began having seizures again at the same rate as before the vns therapy. It was reported that the patient had previously undergone generator replacement surgery for end of service after the seizures returned and that patient had regained seizure control with the replacement generator until recently. Normal mode output current has been increased in an effort to regain seizure control. Additionally, it was reported that the patient was initially implanted on the right side, but that the orginal device had protruded through the skin resulting in infection. The patient was explanted and re-implanted on the left side with no further problems.